Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left-side rupture confirmed via mammogram. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare professional additionally reported left capsular contracture baker grade IV and "significant amount of fluid". The device has been explanted.

Event description:
Patient reported, left-side rupture confirmed via mammogram. Healthcare professional additionally reported left capsular contracture baker grade IV and "significant amount of fluid". The device has been explanted. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the device. No further actions are required as the device was implanted.